Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right atrial (ra) lead was dislodged as confirmed by x-ray. A lead revision was performed where the ra lead was repositioned. The ra lead remains in service and no additional adverse patient effects were reported.